Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6).

Event description:
It was reported that the patient experienced a loss of therapy following an unrelated procedure. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Follow up revealed that patient underwent surgery on (B)(6) 2017 wherein her ipg was replaced. Effective therapy was restored post operatively.